Event description:
The customer reported being admitted in the hospital for diabetes ketoacidosis. The blood glucose reading was 420 mg/dl. Troubleshooting was performed. The customer stated that she changes her infusion set every three to four days. Suggested the customer to change the infusion set every two to three days. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. The customer stated that rarely she has bent or crimped cannulas. Performed a high pressure test and the device did not alarm. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.